Event description:
It was reported that the patient had an emergency room visit for hypoglycemia on (B)(6) 2025. While wearing the pod for approximately 36 to 48 hours, the patient¿s blood glucose level declined to 35 mg/dl. Reported symptoms included confusion and lethargy. The patient was treated with glucose tablets and released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone15.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.